Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the shoulder arthroscopy with tendon refixation that the suture was unable to pass through the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with an arthrex multifire scorpion. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4068-25tr batch number 5077158153 was received for evaluation. Visual inspection noted that the device arrived without the suture lasso wire. No damage to the tip, shaft, or handle was noted. A functional test was not performed because the device's curved tip prevented the insertion of a new wire. The most likely cause of the reported failure is misuse of the device, resulting in its malfunction.